Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: (B)(6). Product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: (B)(6).

Event description:
It was reported that when the physician was removing the lead during a lead revision due to inadequate stimulation as a result of high impedances, the distal end of the lead containing contacts broke leaving only ten contacts on the lead. The physician was able to remove fifteen more contacts that he could count, but there was one unaccounted for contact. X-ray was done and no contact was seen but it was not found inside or outside of the patient. The ipg was non-functional. The physician replaced the leads and ipg. The explanted devices were discarded per hospital policy and the patient was doing well postoperatively.